Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the difference between sensor glucose and blood glucose. There was no temporary suspension of insulin while the sensor glucose and blood glucose divergence occurred and the difference was more than 30%. The customer reported a blood glucose value of 445 mg/dl and a sensor glucose value of 150 mg/dl. The sensor glucose and blood glucose difference is 295 mg/dl. The event involved product(s) mmt-7040c9. Troubleshooting was performed and the customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within the range. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue to use of the device or not. No product return is required for mmt-7040c9.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.